Event description:
It was reported when the patient underwent an MRI, the device went into backup vvi mode. A device download was performed, and the device was reprogrammed to previous programmed settings. No adverse health consequences to the patient.